Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported that the patient was hospitalized due to a cgm inaccuracy. However, no other patient or event details were reported. The patient was wearing a tandem insulin pump. No patient symptoms were reported. There were no cgm/bg comparison values reported for this event. There was no documentation of the treatment or medication that the patient received while hospitalized. Attempts to reach the reporter for further event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.